Event description:
It was reported that during a procedure, the nim vital channel one was giving a false input. Although it was no where near the nerves. False readings when not near the nerve, making strange noises and it had blue tooth connection issues. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that the customer's fault could not be verified. However, the crm firmware revisions were not correct hence reinstalled the current software version. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) d1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6) serial/lot #: (B)(6): nim vital¿ patient interface 4 channel h4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6): 15 may 2023. H4: manufacturing date for product ID: nim4cpb1, serial/lot #:(B)(6): 11 may 2023. H3: product analysis of the device with product ID: nim4cpb1, serial/lot #: (B)(6) found that the customer's fault could not be verified and there was no fault found. H3: product analysis of the device with product ID: nim4cpb1, serial/lot #: (B)(6) found that the customer's fault could not be verified and there was no fault found. H6: codes of fdr c19 and fdc d14 are applicable for product ID: nim4cpb1, serial/lot #:(B)(6) and serial/lot #: (B)(6). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6)and serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that troubleshooting performed, rebooted the device for multiple times. There was no error codes displayed on the unit.